Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 7 events were reported for this quarter. Product return status: 7 device investigation types have not yet been determined. Additional information: 7 devices were not labeled for single-use. 7 devices were not reprocessed or reused.

Event description:
This report summarizes <noe> 7 </noe> malfunction events in which the device had run-on. 7 events had no patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale: 7 events were previously reported during the reporting period; however, - 1 previously reported event in this report should have been included under MFR report # 0001811755-2020-00247. - 2 previously reported events in this report should have been reported as unintended power up (1162) and are reported in pr# (B)(4). - 4 previously reported events are included in this follow-up record. Product return status: 4 devices were received. Event confirmation status: 3 reported events were confirmed. 1 reported event was not confirmed. Evaluation results: 4 devices were found to be affected by corrosion.

Event description:
This report summarizes <noe> 4 </noe> malfunction events in which the device had run-on. 4 events had no patient involvement; no patient impact.